Event description:
Info received indicates the head section cannot be raised or lowered and is elevated half way up.

Manufacturer narrative:
The tech isolated the issue to damaged gas springs. He replaced the two gas springs to repair the stretcher.